Event description:
It was reported that this device had energy low. There were no report of patient or procedure involved.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2026, based on the date the manufacturer became aware of the event.

Event description:
It was reported that this device had energy low. There were no report of patient or procedure involved.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2026, based on the date the manufacturer became aware of the event. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and did not find any damage or malfunction related to the low power allegation. The complaint was not confirmed. Device was installed on (B)(6) 2022 and this event occurred over 3 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of low power is defined in the risk documentation. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation.